Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
The device was returned for evaluation. Visual and optical inspection confirmed hairline cracks at two hex corner locations approx. 120 degrees apart from each other. The location and nature of the failures, in conjunction with the age of the instrument of almost six years (manufacturing date 17 march 2006) suggest tip failure due to fatigue.

Event description:
It was reported that the distal tip of the driver had a hairline fracture. No patient complications were reported.